Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: rm52280065 ds50001565 bi mentum rk screw 5 65; cat# rm52280065; lot# 1808124a. Rm52260153 ds10015328 bi mentum rk pe liner 28 53; cat# rm52260153; lot# 1909319a. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
(B)(4): (B)(6) it was reported that patient was revised due to infection.

Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding infection (leading to revision) involving a bi mentum rk plus cup 53 was reported. Investigation conclusions: bi-mentum plus cup 53 -> lot - batch n° 1902177a. Manufacturing order (B)(4) units. Week: 16 / 17 cleaning date: 16.04.2019. Packaging: 16.04.2019. Sterilization date: 22.04.2019 ¿ order (B)(4). Technical investigation: since the devices have not been returned to serf, a technical investigation is not feasible. The investigation will therefore be conducted based on the records available for the batches concerned and the monitoring records over the production period of the batches concerned. Documentary investigation: for the batches of devices, the final cleaning ensuring decontamination does not present any anomaly. This is compliant with the validated cycle. ¿ batch 1902177a: program 2 metal carried out on 16/04/2019. Compliant parameters. For the batches of devices, the primary packaging ensuring the maintenance of the sterile state after sterilization does not present any anomaly. This is compliant with the validated cycles. ¿ batch 1902177a: heat sealing ¿120¿ carried out on 16/04/2019. Compliant parameters. For the batches of devices, the sterilization step does not present any anomaly. The results are in line with expectations. ¿ batch 1902177a: order=(B)(4) of 19/04/2019. Treatment (B)(6) of 22/04/2019. Compliant parameters. Overall conclusion: the manufacturing steps ensuring the cleanliness and sterility of the devices do not present any deviations likely to compromise the cleanliness or sterility of the products.